Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The patient had bleeding tendency and the patient was prone to pericardial effusion and bleeding as per the clinical description.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 75-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The team also had patient supported by ECMO. The patient experienced pericardial effusion and bleeding during support. The physician noted the patient was prone to pericardial effusion and bleeding. Due to this, the composition of the purge fluid was changed from heparin to sodium bicarbonate and the patient was kept under observation. The physician noted the sodium bicarbonate was used due to bleeding. There were no problems with the operation of the device. The patient remained on impella 5.5 support.